Manufacturer narrative:
Occupation - nurse educator additional initial reporter - christina santiago, cticu manager additional initial reporter - brittany, cticu rn the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. Troubleshooting aid given to no avail and ultimately, the iab was unable to inflate within a timely manner for continued use. The physician was at bedside and removed iab. Upon removal, clot and blood was present inside thee iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned maquet sheath was over the catheter. The three-way stopcock and extender tubing were also returned. The guidewire was able to pass through the inner lumen without difficulty. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 10.2cm from the rear seal measuring 0.013cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. Troubleshooting aid given to no avail and ultimately, the iab was unable to inflate within a timely manner for continued use. The physician was at bedside and removed iab. Upon removal, clot and blood was present inside thee iab. There was no patient harm or adverse event reported. Medwatch report # (B)(4) received 07may2024: iab malfunctioned leading to removal at bedside. Upon removal, balloon appeared intact with a clot formed inside. Background: iabp placed approx 0200 [redacted date] intra-op via l fem, patient had mvr. [Redacted date] 1959 alarm ¿iab catheter restriction¿ to which [redacted name] (primary rn) called for help, [redacted name] (app) and [redacted name] (cn) responded. After a couple of attempts to assess the balloon exit site for kinks, and a confirmed inspection of no blood in helium line, the dressing was taken down while [redacted name] was also calling the maquet/gettinge help line. The alarm continued and prompted instructions to manually aspirate the extracorporeal gas line (helium line) by attaching to the male luer lock with a 30cc syringe and manually trying to deflate the balloon. Dr. [Redacted name] was there as well after the initial alarm did not resolve. I was called with [redacted name], we were on sp5-4 at a meeting. While on the phone with getinge, [redacted name] was told she would get a call back, but no help was provided initially from the getinge team, [redacted name] provided instructions for a return call from getinge to [redacted name] personal cell asap. The patient was stable with the addition of levo and [redacted name] called dr. [Redacted name] who agreed removing the balloon was the best choice. After the balloon was removed, we were able to get back on the phone with getinge. They notified us that there is a stopcock that can be attached to the helium line during iab insertion (cath lab or) but we did not have that ¿stopcock¿ displayed in the error message from the iabp console (it prompted us to manually aspirate the helium line from the male leur lock, but we did not have the tools needed). Dr. [Redacted name] did believe that had that piece of information been there (need for stopcock) they would have completed the troubleshooting messaged by the iabp. Once the balloon was removed, the team noted a large clot inside the balloon. Dr. (B)(6)was testing the use of the stopcock we have on the unit on the balloon after it was removed, and noted the balloon appeared intact when she practiced manual inflation and deflation, the balloon appeared not to leak. It appeared that the clot was the cause of the catheter restriction alarm, and the inability of the catheter to inflate/deflate fully, although we could not confirm how the blood got into the balloon. With this issue, the troubleshooting via syringe/stopcock would not have removed the clot, only helped diagnose the problem of an incompetent balloon or possibly moved the clot in the balloon making it harder to remove. Blood was only noted in the helium line after removal, 5 minutes later. Assessment: getinge rep walked us through how to print the most recent alarms, at that time we noted the time was incorrect on the iabp. Please note they are approximately 1 hour behind, and the initial ¿18:59:37¿ timed alarm was closer to 2000. The iab has been sequestered and the iabp console last 10 alarms were recovered from the machine. The console is due [redacted date] for its routine maintenance. Recommendation: recommendations made to getinge team to change verbiage on ¿iab catheter restriction¿ alarm to include the use of a stopcock. We are apprehensive about placing the stopcock on every helium line because of the risk of closure/malposition of the stopcock during therapy. Thank you for reading this lengthy email, I am in the process of also filing the safer, more photo proof to come from [redacted name] (balloon and alarm message). Clinical engineering is assessing the machine associated with this case. Corporate supply chain reached out to the helium provider and confirmed there have been no changes in the tanks in the past year. Manufacturer response for intra-aortic balloon pump (iabp), (brand not provided) (per site reporter) corresponding with them about this event and event from february.

Manufacturer narrative:
Medwatch report received 07may2024 - updated field(s): describe event or problem. Initial report sent to FDA? Report source. Other source - please specify. Additional reporter(s): (B)(6) ms, rn, value & safety clinical coordinator, (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) . Complaint record ID # (B)(4).

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 / complaint record ID # (B)(4).